Event description:
In early 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The next day, the aneurism ruptured. A conversion was performed, and gore devices were explanted and replaced with a surgical graft, however, the patient expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met pre-release specifications.